Manufacturer narrative:
The bench technician tested the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device failed therapy delivery test. The customer requested to return the device to the bench for evaluation and repair.